Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed drops in the fill tubing and subsequently learned the infusion set connector had been attached before inserting the cartridge, which led to a leak; the user then replaced the cartridge and completed the supply change with guidance, after which insulin delivery resumed and no device alerts or alarms occurred. Symptoms included no reported change in blood glucose. Outcomes included restoration of therapy with no clinical impact and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education on correct cartridge fill and connector attachment, along with guided steps to complete the supply change. Investigation of this case revealed incorrect infusion set deployment and connector attachment prior to cartridge insertion, which likely caused a leak and interrupted delivery, resolved by replacing the cartridge and correctly completing the supply change. It was concluded, based on previously established findings for similar reports, that user technique error was the most likely cause.